Event description:
Arrow iabp catheter inserted on (B)(6) 2024. The iabp kept alarming "catheter restriction". Recall for the item was received from the manufacturer and this iabp catheter was on the list of recalls.